Event description:
It was reported that the patient had an infection. The patient stated she had a fever off and on since (B)(6) 2013, and that her implantable neurostimulator (ins) site was leaking. It was reported that the ins site was painful to touch, and no leaking was present when the manufacturer representative saw the patient today. It was reported that the ins has not been turned on yet. It was reported the patient had been on antibiotics for a week, but fever and pain continued. The physician suspected infection or hematoma. It was reported that a procedure was scheduled for tomorrow, however, the manufacturer representative was unsure if the physician would explant the ins or the entire system. Additional information has been requested but was unavailable at time of current report.

Event description:
It was further reported that a culture was done and it came back negative. It was noted that under the ins was a hematoma. The pocket was cleaned out and the battery was re-sutured down. The patient was doing well and there were no issues.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).